Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B5: describe event or problem has been updated.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced dissatisfaction. A revision was performed and it was found that there was a reservoir migration from left to right side. It was suspected that the migration was caused by a previous hernia mesh that was placed in the patient. The reservoir was replaced and there were no additional patient complications reported.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) experienced dissatisfaction. A revision was performed and it was found that there was a reservoir migration from left to right side. It was suspected that the migration was caused by a previous hernia mesh that was placed in the patient. The device was removed and there were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.